Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported through remote transmission that the patient's right ventricular (rv) lead was over-sensing noise. The patient had no adverse consequences.